Event description:
It was reported that foreign matter was found on the needle of the bd intima-ii¿ closed IV catheter system after removing the sleeve. The following information was provided by the initial reporter, translated from chinese: "the nurse in the responsibility group prepared to puncture the indwelling needle for the child. The nurse just opened the package of the indwelling needle to puncture the child. After removing the indwelling needle sleeve, it was found that there was a floc at the needle core, so the use was stopped and the indwelling needle was replaced."

Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: in response to the event reported, a device history review was conducted for lot number 2110888. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.